Event description:
Customer reported, the insulin pump was alarming low and going into threshold suspend, blood glucose was 267 mg/dl. Customer stated the same issues had occurred in the last sensor used. Customer stated, the sensor was reading 370 mg/dl, when it was stated it was 65 mg/dl 45 minutes ago. Customer stated when the sensor went into threshold suspend the sensor was reading below 60 mg/dl and blood glucose was 371 mg/dl. Last sensor was not bent. Customer was advised how to properly calibrate the sensor. Customer stated she was having issues inserting the sensor. Customer was advised the catch arm may be bent. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected three opened/used enlite sensors and performed visual inspection and found 1 of 3 sensors with needle bent inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened/used. 2 remaining sensors performed bicarbonate buffer test. 1 of 2 sensors failed with low readings 2nd sensor passed per specification with accurate readings.